Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6), 2020. Blood glucose value at the time of hospitalization was 700 mg/dl. Blood glucose at the time of event was 470 mg/dl. The customer experience symptoms as a result of high blood glucose like nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.